Event description:
The product was used during a laparoscopic nissen procedure. Reportedly, the needle broke in the pt's stomach and could not be retrieved. The surgeon was able to complete the procedure without any pt injury.